Event description:
Additional information received 14oct2024. The site updated the procedure angiography data to reflect no false lumen present.

Manufacturer narrative:
Manufacturer ref#: (B)(4). The site has updated the procedure angiography data. The thoracic false lumen is no longer reported as patent. Therefore, this complaint is no longer reportable as there is no event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol 17-13, patient (B)(6): procedure angiography showed patent thoracic false lumen, flow from the primary tear, entry flow type noted as unknown. On (B)(6) 2024, the patient was urgently treated for an acute type b thoracic aortic dissection with placement of a zta-p-38-167. Procedure imaging showed patent device, no device issue, patent thoracic false lumen with unknown type of flow from the primary tear, and no abdominal false lumen. The 1-month follow-up imaging, performed 28 days post-procedure, showed patent device, no device issue and absence of thoracic and abdominal false lumen. A query was placed for confirmation and to identify if an additional procedure was performed. At pre-procedure the primary tear was reported as being in "zone 4: end of zone 3 to mid descending aorta - t6." During procedure patient also received a zdeg-p-38-204-pf (e4407890), it is assessed that this was placed distal to the zta-p-38-167 based on the seq. No in the casebook. The most proximal component (zta-p-38-167) had its most proximal edge in "zone 4: zone 3 to mid descending aorta" the most distal component (zdeg-p-38-204-pf) had its distal edge "below celiac", despite this the celiac was reported as patent. Patient outcome: unknown type of false lumen flow seen on procedure imaging was no longer noted on imaging taken 28 days later. The patient remains in the study, data collection is ongoing.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.